Event description:
It was reported that the right atrial (ra) lead impedance suddenly increased to a high range and had then been fluctuating. The lead also exhibited oversensing, noise and non-physiologic sensing due to possible fracture. The patient indicated they had experienced lightheadedness and nausea. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).